Event description:
Biomedical engineer reported that spacelabs telemetry equipment did not alarm in response to a long pause. There were no reported injuries.

Manufacturer narrative:
Upon investigation, we have determined that there is a defect that causes the software to lock-up and no longer process data, including critical alarms. As a result, we have added a routine in the software that will detect the software lock-up and generate a high-priority alarm (audio and visual). The user will be directed to a single key in the main ECG menu that will re-initialize the module and resume pt monitoring. Spacelabs installed this software at all dutch telemtry sites. This field corrective action was limited to the netherlands as, at that time, there had been no reports of similar issues outside of the netherlands. Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required by 21 cfr 803.